Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test, per specifications. Sensor failed per specifications, due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he had been having issues with his enlite sensor. The customer's blood glucose level was 140 mg/dl. The customer said that he was receiving a bad sensor alert, low sensor glucose warning, and the threshold suspense was turning off. The customer also stated that when he removed the serter the needle came off with it. The caller recalled that the bad sensor alert occurred after a second consecutive calibration error. We advised the customer to remove and change out the current sensor. No further information was reported.